Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular procedure for an abdominal aortic aneurysm using non-gore device. (Afx® endovascular aaa system, japan lifeline co., ltd.). It was reported that no endoleaks were confirmed at the end of the procedure. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent a reintervention for treating a proximal type I endoleak using gore® excluder® aaa endoprosthesis. During the procedure, a total of 7 aortic extender endoprosthesis was placed at the proximal end of previously implanted non-gore device. The patient tolerated the procedure. The physician who performed the procedure later left the hospital and was not in charge of the patient anymore. On an unknown date, an aneurysm enlargement was confirmed. The aneurysm diameter had enlarged more than 20 mm from initial procedure. (The amount of enlargement from reintervention is unknown). According to the reporting physician who became in charge of the patient, the attempt to resolve the proximal type I endoleak during the reintervention presumably failed. He believes that the procedure was completed without being able to control the reported endoleak . It was suspected that the proximal type I endoleak which had been left from the reintervention or a type iii endoleak from fabric tear of the non-gore device contributed to the aneurysm enlargement. The type of endoleak could not be specified. On (B)(6) , 2024, a second reintervention was performed. Reportedly, the intraoperative angiography could not confirm any endoleaks. The amount of aneurysm enlargement was severe and was difficult to be treated with abdominal endovascular devices. Therefore, the physician chose to place two gore® tag® conformable thoracic stent graft with active control systems above terminal aorta to just below superior mesenteric artery. The procedure was successfully completed. The patient tolerated the procedure. According to the reporting physician who performed the second reintervention, the device selections were not appropriate for the patient's anatomy and chosen devices were not adequately implanted in both initial procedure and the first reintervention. He stated that both procedures were not well-planned nor well-performed. Reportedly, the procedural records for both cases did not provide sufficient information to describe the reported events in detail. No further information is available.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional gore® excluder® devices captured on this report: #1 sn: (B)(6). UDI: (B)(4). Catalog: pla280300j. #2 sn: (B)(6). UDI: (B)(4). Catalog: pla280300j #3 sn: (B)(6). UDI: (B)(4). Catalog: pla320400j #4 sn: (B)(6). UDI: (B)(4) catalog: pla320400j #5 sn: (B)(6). UDI: (B)(4) catalog: pla320400j #6 sn: (B)(6). UDI: (B )(4) catalog: pla360400j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.